Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the shunt. A 5.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During procedure, at second inflation, it was noted that the balloon ruptured at 6atm. The device was simply removed from the patient's body without issue and the procedure was completed with a different device. No patient complications were reported and there was no problem with the patient's condition post procedure.